Manufacturer narrative:
Follow-up #1: date of submission 21-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: during the rewind step, the pump emitted a replace battery alarm. The pump could not be properly investigated due to unrelated issues.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 3mmol/l, associated with an alleged battery life with moisture issue. Reportedly, the patient was given unspecified treatment from paramedics. During troubleshooting with customer technical support, it was alleged the low blood glucose issue was due to the pump. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a battery life issue.